Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced difficulties with this inflatable penile prosthesis (ipp) as the pump stayed flat and would not allow to inflate the cylinders. The patient went to office consultation were troubleshooting techniques were performed and the physician confirmed a pump non-conformance. A revision surgery will be performed in the future.